Manufacturer narrative:
H11: the device was received for evaluation. The reported problem of 'alarming continuous upstream occlusion' was not reproduced. During evaluation, the device passed upstream occlusion testing. A review of the event history log (ehl) revealed occurrences of multiple 'upstream occlusion!' Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed upstream occlusion. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.